Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, psychological disorder, xerostomia, biomechanical overload, mobility. Poor oral hygiene along when fitting prosthetics.